Event description:
This ra lead was implanted on (B)(6) 1999. A call to technical services on 10/11/2011 states that there has been a rise in atrial impedance. Ra impedances rising since 1 year ago and then dropped back down to 300's. (B)(6) 2010-844 and in (B)(6) 2010-400's, (B)(6) 2010- 968 and today 1169. Thresholds vary a little bit but not out of range sensing is good. Caller stated that she will call medtronic for range on this lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).